Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflect the gore internal case number. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the reported stuck deployment line could not be independently confirmed because there were no items returned for evaluation. The root cause of the deployment difficulty could not be confirmed and the investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, a patient underwent a revision of a native fistula procedure for vascular access in the upper right arm, during which a gore® viabahn® endoprosthesis (viabahn device) was used. During the procedure, the delivery catheter was advanced without resistance through an merit 8f sheath over a cook bentson guidewire to the target treatment site. The physician attempted to deploy the device; however, the device did not deploy as intended. The reporter stated that when pulling on the deployment line, resistance was felt. The physician pulled harder and experienced more resistance than desired and subsequently decided to withdraw the delivery catheter. A new viabahn device of the same size was used, and the replacement device deployed as intended. It was reported there was no impact to the patient.